Manufacturer narrative:
Investigation summary: with the available information, boston scientific could not confirm the root cause of the reported out-of-range shock impedance associated with this s-ICD as the product has not been returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: to date, this device has not been returned to boston scientific; therefore, physical analysis cannot be conducted labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Risk assessment: a risk review was completed and confirmed that the event of shock impedance low out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that a defibrillation threshold (dft) test was performed during a routine box change procedure. Prior to the test, a 100 ohms low-voltage shock impedance was measured. Induction took place and a 65-joule shock did not convert the ventricular tachycardia (vt) with a very low shock impedance of 11 ohms. Since an insulation defect leading to a short circuit condition was suspected, the existing electrode (3010/a104123) was explanted and replaced. Out of an abundance of caution, the newly implanted device (a219/339332) was also replaced due the suspicion of a short circuit condition. Besides the prolonged procedure, no other adverse patient effects were reported. Both the electrode and the device will be returned for analysis.

Event description:
It was reported that a defibrillation threshold (dft) test was performed during a routine box change procedure. Prior to the test, a 100 ohms low-voltage shock impedance was measured. Induction took place and a 65-joule shock did not convert the ventricular tachycardia (vt) with a very low shock impedance of 11 ohms. Since an insulation defect leading to a short circuit condition was suspected, the existing electrode (3010/a104123) was explanted and replaced. Out of an abundance of caution, the newly implanted device (a219/339332) was also replaced due the suspicion of a short circuit condition. Besides the prolonged procedure, no other adverse patient effects were reported. Both the electrode and the device will be returned for analysis.